Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 314 mg/dl. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.